Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited no ac power. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found a cracked right plunger case and battery door. The reported problem was not duplicated. The investigation found that the interconnect board does not operate as intended which was attributed to normal wear as pump is over 6 years old. For corrective action, the interconnect board was replaced. The battery door and plunger assembly were also replaced for physical damage. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: corrections: h4: mfg. Date. 04-oct-2016.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 08 june 2022 via email and attached to complaint object: no patient involvement.